Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot;part: 03.702.215s. Lot: 1052688. Manufacturing site: (B)(4). Supplier: (B)(6) device. Release to warehouse date: 15 july 2021. Expiration date: 01 june 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows:it was reported that on (B)(6), 2021, during a percutaneous vertebroplasty (th9) procedure for treating centrum fracture, the syringe could not be attached to the cement needle accurately. The cement leaked from the improperly connected area on the syringe. It was found that the tip of the syringe had broken off and stayed inside the cement needle. The procedure was completed with replacements without surgical delay.this report is for one (1) vertecem v+ syringe kit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: all medical device reports associated with the same/similar device(s) and reported condition of ¿leak" were reviewed. It was determined that ¿leak" has not caused or contributed to any serious injuries or deaths within the reviewed time period of (B)(6) 2022. Based on the reviewed data, the likelihood of a death or serious injury occurring as a result of ¿leak" is remote; therefore, ¿leak" associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.